Event description:
It was reported that specimen is clotting with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. This occurred on 5 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported specimen are clotting.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed as all product specifications were met. The process capability on additive dispense was reviewed with no issues being identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that specimen is clotting with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. This occurred on 5 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported specimen are clotting.